Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (thin posterior leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional clip to stabilize. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. An ntw clip was placed centrally on the mitral valve. The physician had performed the grasping and since the leaflet insertion was satisfactory, the decision was made to deploy the clip. After deployment, a single leaflet device attachment (slda) was noted. The clip had detached from the posterior leaflet. In the physician¿s opinion, the slda was due to the leaflets being thin. Another clip was implanted lateral to the first clip to stabilize it. Mr was reduced to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.